Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.

Event description:
Patient reported "cellulitis, sharp and itchy pain, swollen and fluid inside, numbness, and pain on the left side of the hip". This report is for the left side. The device remains implanted.